Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopy procedure of the knee, when using the crvd agg blade 4.2mm device, it was observed that the distal end of the shaver blade broke off. It was unknown if there was a delay in the procedure, or if there was a spare device available for use. It is unknown if fragments were generated. There were no reported adverse consequences to the patient. The exact date of the event was not reported; however, it was reported that the event occurred in march of 2026. All available information has been disclosed. No further information was provided.